Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 04.617.137s lot: l141818 manufacturing site: mezzovico supplier: release to warehouse date: 04.oct.2016 expiry date: 01.sep.2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate 19699 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. A product investigation was conducted. Visual inspection: the zero-p implant was received in disassembled condition. The visual inspection was performed with a 10x magnifier and no damages could be identified, the 7mm peek spacer and as well the 7mm titanium plate are in a excellent, unused condition. Functional test: the device was re-assembled as described in the assembly instruction se_142988_ah during the evaluation without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No loosening can be observed, the fell apart condition cannot be replicated with the assembled devices. Dimensional inspection: the device can be assembled and stay in position as required, there is no indication for any dimensional issue. Therefore no dimension inspection is needed. Drawing/specification review: assembly instruction to check the assembly and function test of the device. There is a 100% inspection foreseen for this part after assembly. Summary: the plate and the spacer are distributed in pre-assembled condition as stated in the zero-p surgical technique (036.000.155 dsem/spn/1016/0562 10/16). The complaint is confirmed as the received implant was not in this condition anymore. The performed evaluation did not identify any product related issue, the device could be easily re-assembled and did stay in position after assembling as required. There was no information provided how or when during the procedure the complained separation occurred, therefore no definitive root cause can be defined. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Reporter facility address device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Occupant: synthes sales rep. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a zero-p convex spacer split into two parts during an unknown procedure. Thus, the surgeon used another zero-p spacer to complete the procedure. There was no consequence to the patient reported. The surgical procedure was successfully completed. It is unknown if there was a surgical delay.  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).